Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), at the implant of a 26 mm sapien 3 valve by tf approach in aortic position, after a proper crimping process of the valve and a proper alignment in a straight section of the aorta, the valve could not be deployed because the balloon did not inflate at all. At this time the aorta became ¿opaque¿ and it was not possible to withdraw the delivery system with the valve crimped on it through the esheath. It was decided to leave the devices on the right side and implant another valve through the left side with success. After the implant, patient was transferred to the operating room where the vascular team removed the devices from the right groin with success. Patient was doing well

Manufacturer narrative:
A review of qms complaint case notes, cer and attachments was performed. The degree of tortuosity and calcification of the aorta was normal. Bav was not performed. The ratio of contrast to saline was 15-85. During de-airing, the balloon partially inflated 20-30%. A lot of tension was not experienced. The system was not torqued or heavily manipulated. The delivery system was returned to edwards lifesciences for evaluation locked with 3/4 fine adjustment used and partially unflexed. The nose tip was separated from the delivery system. The loader and esheath were returned separately. The flex tip and crimp balloon were cut and were not returned. The valve was returned (still crimped) located on the inflation balloon. Slight bend was observed on the balloon shaft likely due to packaging. A review of the procedural cine (provided by the complaint site) was performed. No additional information relevant to the current evaluation was obtained. Visual inspection found the crimp balloon was torn. A portion of the crimp balloon was cut off at just distal to the balloon shaft and not returned for evaluation. The balloon legs were exposed. The flex tip was cut from the flex shaft and not returned for evaluation. There was slight liner bunching was observed at the sheath distal tip, and some sheath distal soft tip damage was observed. No liner tear or delamination was observed. There were slight scratches were observed on the flex shaft. No other abnormalities were observed on the returned device. Due to the returned condition of the device (crimp balloon was torn, portion of crimp balloon and flex tip were cut off and not returned), no relevant functional testing was able to be performed. The complaint was confirmed through visual inspection. Since the crimp balloon was cut off (at the complaint site) and not returned for evaluation, double wall thickness dimensional measurement could only be performed on the remaining portion of the crimp balloon just distal to the balloon shaft. A thickness measurement deviating from the specification could have contributed to the balloon tear or be indicative of a manufacturing issue. All measurements met the specification. A DHR review was performed for the work orders related to the manufacturing of the devices and components that could potentially contribute to the complaints. The review of the work orders did not reveal any manufacturing non conformance that would have contributed to this complaint event. Review of lot history for the related work order revealed one (1) other complaint related to ¿balloon ¿ torn¿ and ¿delivery system - withdrawal difficulty ¿ valve, through sheath¿. A review of complaint history for the edwards commander delivery system (all models, all sizes) for the past 12 months (may 2017 to april 2018) revealed eighty (80) similar complaints with returned devices for ¿balloon ¿ torn¿. A review of complaint data for april 2018 revealed that the complaint occurrence rate exceeded the control limit for the trend category of ¿damaged¿. A review of complaint history for the edwards commander delivery system (all models, all sizes) for the past 12 months (may 2017 to april 2018) revealed twenty-five (25) other complaints with returned devices for ¿delivery system ¿ withdrawal difficulty ¿ valve, through sheath¿. A review of complaint history for april 2018 revealed that the complaint occurrence rate did not exceed the control limit for the trend category of ¿withdrawal difficulty¿. The IFU/training edwards commander delivery system, device preparation manual, and procedure training manual were reviewed for guidance/instruction involving the delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. During manufacturing, multiple visual inspections and tests are performed throughout the process. 100% visual inspection for critical dimensions: working length, balloon diameter, proximal and distal leg ids, proximal leg od, and double wall thickness. 100% visual inspection for defects such as: witness lines, contamination, mechanical damage, deformation, crow¿s feet, fish eyes, gel spots, and scratches. Ten (10) balloons are sampled for burst testing and additional visual inspection. Upon the completion of crimp balloon molding and annealing, the crimp balloons are 100% dimensionally and visually inspected for distal and proximal length, distal and proximal ids, single/double wall thickness, general appearance/gross defects (unaided eye visual inspection), foreign matter, impurity/contamination (under 8x magnification), and appearance of fish eye and gel spot. The laser weld joint is 100% visually inspected for bubbles and to ensure there is a smooth bond joint with no gaps between components. The balloon assembly is 100% visually inspected prior to laser bonding for any contamination. Prior to the balloon pleat, fold and forming process, the balloon is 100% visually inspected under 2.85x minimum magnification for balloon size (using a go/nogo gauge) and contamination. After the process, the balloon is 100% inspected for fold lines and rejected for distorted/pinched folds. 100% distal to proximal visual inspection is performed by both manufacturing and quality. The entire device is inspected for damage or missing components. The inflation and crimp balloon are inspected and rejected for distorted/pinched folds. The commander delivery system is 100% leak tested. Post-leak test, there is a visual inspection of the balloon catheter. Additionally, the related work order underwent a product verification testing as a requirement for lot release.  Visual inspection for kinks, cracks, missing components, missing small white marker band on balloon shaft (with unaided eye) are performed. System retrieval force was tested; the lot was accepted. The balloon burst pressure after fatigue was tested; the lot was accepted. Visually inspected for kinks, inflation/crimp balloon bond, and nose tip/inflation balloon bond. Inflation balloon/crimp balloon tensile testing was performed. The lot was accepted. Inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing issue contributed to the reported events. The complaints for ¿balloon ¿ torn¿ and ¿delivery system ¿ withdrawal difficulty-valve, through sheath¿ were confirmed based on the condition of the returned device. Due to the returned condition of the device (crimp balloon and flex tip cut and not returned), the presence of a manufacturing non-conformance was unable to be identified. Dimensional and visual inspection of the returned device did not reveal any non-conformances. Additionally, review of complaint history, lot history, and the DHR provided no indication that a manufacturing non-conformance contributed to the complaint events. Review of IFU/training materials revealed no inadequacies. A review of manufacturing mitigation also supported that the balloon and delivery system have proper inspections in place to detect issues related to the complaint events.  As no issues were noted during device prepping and de-airing, the device likely had no issues with the balloons out of box. As such, it is likely that the torn crimp balloon occurred during the procedure. A review of complaint history revealed that the potential root causes for tearing of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented in a pra. The pra identifies increased alignment forces experienced during the procedure as a possible root cause for the balloon tear. If the physician performed the valve alignment process at a bend or angle, it could result in increased forces being applied to the bond area. This may occur as performing valve alignment in a non-straight section of the aorta can cause the thv to unseat (non-coaxial placement of the thv in relation to the flex tip) from the flex tip and ¿dive¿ into the lumen of the flex tip. If the thv is unseated during valve alignment, it can result in higher than usual alignment forces, weakening and subsequently tearing the balloon material near the inflation balloon to crimp balloon bond. Under simulated conditions (tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces with valve diving. Although it was reported that, ¿proper crimping process of the valve and a proper alignment in a straight section of the aorta¿, the provided procedural cine did not show valve alignment. Additionally, the flex tip and crimp balloon were cut off and not returned for evaluation. As such, engineering was unable to assess for signs of high alignment forces or valve diving that could have been occurred during valve alignment. Although the patient¿s aorta characteristic was reported to have a normal degree of tortuosity, imagery of the vasculature (where valve alignment would have been performed) also was not provided. It is possible that valve alignment could have been performed at a bend/angle, contributing to high alignment forces and leading to the tear of the balloon. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment, which could lead to a tearing of the balloon material. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question.  Due to insufficient information and unavailability of the device component (missing flex tip and portion of the crimp balloon), a definitive root cause cannot be determined at this time. However, it is likely that patient and/or procedural factors may have contributed to the reported event. Complaint history review suggests that procedural factors may have contributed to the reported withdrawal difficulty. As a result of the torn balloon, the balloon component (exposed balloon legs) or valve could have been caught on the sheath distal tip during device retrieval, leading to withdrawal difficulty. Damage observed on the sheath distal tip and liner bunching are evidence of excessive force applied to pull the torn balloon during device retrieval. Based on the available information, it is likely that procedural factors (retrieval of a torn balloon) contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no manufacturing non-conformances were identified during the product evaluation and no labeling/IFU/training deficiencies were identified, no corrective actions are required. Since no product non-conformances or labeling/IFU/training deficiencies were identified, and the occurrence rate did not exceed the control limit for the trend category ¿withdrawal difficulty¿, a product risk assessment (pra) is not required. Although the trend category of ¿damaged¿ exceeded the april 2018 control limit for the commander delivery system, no indication of a manufacturing non-conformance was identified during evaluation. Additionally, a review of complaint history revealed no product non-conformances or IFU/training manual deficiencies. As such, a product risk assessment (pra) escalation is not required. However, a pra was previously initiated per management discretion to investigate the balloon torn issue and its associated risks.  The complaint for ¿balloon ¿ torn¿ was confirmed. Due to unavailability of the device component (crimp balloon), it cannot be determined if a manufacturing non-conformance contributed to the reported event. However, dimensional and visual inspection of the returned device did not reveal any manufacturing non-conformances. A definitive root cause could not be determined at this time. It is likely that patient and/or procedural factors contributed to the complaint event. Since no labeling or IFU inadequacies have been identified, no corrective or preventative action is required at this time. However, per management discretion, the balloon torn issue and it associated risks have previously been assessed and documented in a pra. The complaint for ¿delivery system ¿ withdrawal difficulty ¿ valve, through sheath¿ was confirmed based on the condition of the returned device. However, no manufacturing non-conformances were identified during evaluation. Available information suggests that procedural factors (retrieval of a valve/torn balloon) contributed to the reported event. Since no labeling or IFU inadequacies have been identified, no corrective or preventative action is required at this time.

Manufacturer narrative:
A review of qms complaint case notes, cer and attachments was performed. The degree of tortuosity and calcification of the aorta was normal. Bav was not performed. The ratio of contrast to saline was 15-85. During de-airing, the balloon partially inflated 20-30%. A lot of tension was not experienced. The system was not torqued or heavily manipulated. The delivery system was returned to edwards lifesciences for evaluation locked with 3/4 fine adjustment used and partially unflexed. The nose tip was separated from the delivery system. The loader and esheath were returned separately. The flex tip and crimp balloon were cut and were not returned. The valve was returned (still crimped) located on the inflation balloon. Slight bend was observed on the balloon shaft likely due to packaging. A review of the procedural cine (provided by the complaint site) was performed. No additional information relevant to the current evaluation was obtained. Visual inspection found the crimp balloon was torn. A portion of the crimp balloon was cut off at just distal to the balloon shaft and not returned for evaluation. The balloon legs were exposed. The flex tip was cut from the flex shaft and not returned for evaluation. There was slight liner bunching was observed at the sheath distal tip, and some sheath distal soft tip damage was observed. No liner tear or delamination was observed. There were slight scratches were observed on the flex shaft. No other abnormalities were observed on the returned device. Due to the returned condition of the device (crimp balloon was torn, portion of crimp balloon and flex tip were cut off and not returned), no relevant functional testing was able to be performed. The complaint was confirmed through visual inspection. Since the crimp balloon was cut off (at the complaint site) and not returned for evaluation, double wall thickness dimensional measurement could only be performed on the remaining portion of the crimp balloon just distal to the balloon shaft. A thickness measurement deviating from the specification could have contributed to the balloon tear or be indicative of a manufacturing issue. All measurements met the specification. A DHR review was performed for the work orders related to the manufacturing of the devices and components that could potentially contribute to the complaints. The review of the work orders did not reveal any manufacturing non conformance that would have contributed to this complaint event. Review of lot history for the related work order revealed one (1) other complaint related to ¿balloon ¿ torn¿ and ¿delivery system - withdrawal difficulty ¿ valve, through sheath¿. A review of complaint history for the edwards commander delivery system (all models, all sizes) for the past 12 months (may 2017 to april 2018) revealed eighty (80) similar complaints with returned devices for ¿balloon ¿ torn¿. A review of complaint data for april 2018 revealed that the complaint occurrence rate exceeded the control limit for the trend category of ¿damaged¿. A review of complaint history for the edwards commander delivery system (all models, all sizes) for the past 12 months (may 2017 to april 2018) revealed twenty-five (25) other complaints with returned devices for ¿delivery system ¿ withdrawal difficulty ¿ valve, through sheath¿. A review of complaint history for april 2018 revealed that the complaint occurrence rate did not exceed the control limit for the trend category of ¿withdrawal difficulty¿. The IFU/training edwards commander delivery system, device preparation manual, and procedure training manual were reviewed for guidance/instruction involving the delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. During manufacturing, multiple visual inspections and tests are performed throughout the process. 100% visual inspection for critical dimensions: working length, balloon diameter, proximal and distal leg ids, proximal leg od, and double wall thickness. 100% visual inspection for defects such as: witness lines, contamination, mechanical damage, deformation, crow¿s feet, fish eyes, gel spots, and scratches. Ten (10) balloons are sampled for burst testing and additional visual inspection. Upon the completion of crimp balloon molding and annealing, the crimp balloons are 100% dimensionally and visually inspected for distal and proximal length, distal and proximal ids, single/double wall thickness, general appearance/gross defects (unaided eye visual inspection), foreign matter, impurity/contamination (under 8x magnification), and appearance of fish eye and gel spot. The laser weld joint is 100% visually inspected for bubbles and to ensure there is a smooth bond joint with no gaps between components. The balloon assembly is 100% visually inspected prior to laser bonding for any contamination. Prior to the balloon pleat, fold and forming process, the balloon is 100% visually inspected under 2.85x minimum magnification for balloon size (using a go/nogo gauge) and contamination. After the process, the balloon is 100% inspected for fold lines and rejected for distorted/pinched folds. 100% distal to proximal visual inspection is performed by both manufacturing and quality. The entire device is inspected for damage or missing components. The inflation and crimp balloon are inspected and rejected for distorted/pinched folds. The commander delivery system is 100% leak tested. Post-leak test, there is a visual inspection of the balloon catheter. Additionally, the related work order underwent a product verification testing as a requirement for lot release.  Visual inspection for kinks, cracks, missing components, missing small white marker band on balloon shaft (with unaided eye) are performed. System retrieval force was tested; the lot was accepted. The balloon burst pressure after fatigue was tested; the lot was accepted. Visually inspected for kinks, inflation/crimp balloon bond, and nose tip/inflation balloon bond. Inflation balloon/crimp balloon tensile testing was performed. The lot was accepted. Inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing issue contributed to the reported events. The complaints for ¿balloon ¿ torn¿ and ¿delivery system ¿ withdrawal difficulty-valve, through sheath¿ were confirmed based on the condition of the returned device. Due to the returned condition of the device (crimp balloon and flex tip cut and not returned), the presence of a manufacturing non-conformance was unable to be identified. Dimensional and visual inspection of the returned device did not reveal any non-conformances. Additionally, review of complaint history, lot history, and the DHR provided no indication that a manufacturing non-conformance contributed to the complaint events. Review of IFU/training materials revealed no inadequacies. A review of manufacturing mitigations also supported that the balloon and delivery system have proper inspections in place to detect issues related to the complaint events.  As no issues were noted during device prepping and de-airing, the device likely had no issues with the balloons out of box. As such, it is likely that the torn crimp balloon occurred during the procedure. A review of complaint history revealed that the potential root causes for tearing of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented in a pra. The pra identifies increased alignment forces experienced during the procedure as a possible root cause for the balloon tear. If the physician performed the valve alignment process at a bend or angle, it could result in increased forces being applied to the bond area. This may occur as performing valve alignment in a non-straight section of the aorta can cause the thv to unseat (non-coaxial placement of the thv in relation to the flex tip) from the flex tip and ¿dive¿ into the lumen of the flex tip. If the thv is unseated during valve alignment, it can result in higher than usual alignment forces, weakening and subsequently tearing the balloon material near the inflation balloon to crimp balloon bond. Under simulated conditions (tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces with valve diving. Although it was reported that, ¿proper crimping process of the valve and a proper alignment in a straight section of the aorta¿, the provided procedural cine did not show valve alignment. Additionally, the flex tip and crimp balloon were cut off and not returned for evaluation. As such, engineering was unable to assess for signs of high alignment forces or valve diving that could have been occurred during valve alignment. Although the patient¿s aorta characteristic was reported to have a normal degree of tortuosity, imagery of the vasculature (where valve alignment would have been performed) also was not provided. It is possible that valve alignment could have been performed at a bend/angle, contributing to high alignment forces and leading to the tear of the balloon. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment, which could lead to a tearing of the balloon material. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Due to insufficient information and unavailability of the device component (missing flex tip and portion of the crimp balloon), a definitive root cause cannot be determined at this time.  To address the emerging trend in I/c bond complaints, the tubing lots and resin for the crimp balloon underwent further review. This review identified a correlation between recent increases in complaint rates with alternate extrusion processing methods. Complaint history review suggests that procedural factors may have contributed to the reported withdrawal difficulty. As a result of the torn balloon, the balloon component (exposed balloon legs) or valve could have been caught on the sheath distal tip during device retrieval, leading to withdrawal difficulty. Damage observed on the sheath distal tip and liner bunching are evidence of excessive force applied to pull the torn balloon during device retrieval. Based on the available information, it is likely that procedural factors (retrieval of a torn balloon) contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.   A CAPA is being updated to address the recent correlation in balloon tear complaint rates with alternate extrusion processing methods. Since no product non-conformances or labeling/IFU/training deficiencies were identified, and the occurrence rate did not exceed the control limit for the trend category ¿withdrawal difficulty¿, a product risk assessment (pra) is not required. Although the trend category of ¿damaged¿ exceeded the april 2018 control limit for the commander delivery system, no indication of a manufacturing non-conformance was identified during evaluation. Additionally, a review of complaint history revealed no product non-conformances or IFU/training manual deficiencies. As such, a product risk assessment (pra) escalation is not required. However, a pra was previously initiated per management discretion to investigate the balloon torn issue and its associated risks. The complaint for ¿balloon ¿ torn¿ was confirmed. Due to unavailability of the device component (crimp balloon), it cannot be determined if a manufacturing non-conformance contributed to the reported event. However, dimensional and visual inspection of the returned device did not reveal any manufacturing non-conformances. A definitive root cause could not be determined at this time. It is likely that patient and/or procedural factors contributed to the complaint event however, per management discretion, the balloon torn issue and it associated risks have previously been assessed a in risk assessment. In addition, to address the emerging trend in I/c bond complaints, a CAPA is being updated. The complaint for ¿delivery system ¿ withdrawal difficulty ¿ valve, through sheath¿ was confirmed based on the condition of the returned device. However, no manufacturing non-conformances were identified during evaluation. Available information suggests that procedural factors (retrieval of a valve/torn balloon) contributed to the reported event. Since no labeling or IFU inadequacies have been identified, no corrective or preventative action is required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.